Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. It was not possible to fill the tubing without the insulin pump. The customer changed the infusion set, but no betterment. The customer changed the reservoir and the issue was resolved. The customer's blood glucose was 101 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).